Event description:
It was reported that the pump screen would light up without any interaction from the customer. There was no adverse impact to the customer's blood glucose level. The customer declined additional troubleshooting, and the case was documented and closed by technical support without further action.